Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from: tip. Cfu:no detection. Bacterial identification:n/a. Sampling from: forceps channel/suction channel. Cfu:1cfu. Bacterial identification: staphylococcus hominis. Sampling from: aw channel. Cfu:0cfu. Bacterial identification:n/a. Sampling date:(B)(6) 2024. Sampling from: tip. Cfu:no growth. Bacterial identification:n/a. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: aw channel. Cfu:0cfu. Bacterial identification:n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign matter was confirmed in the air/water cylinder and air/water channel, but could not be identified. It is likely that due to a water leak that occurred in the equipment, proper reprocessing could not be performed and the foreign matter could not be removed. Based on the results of the investigation and because the user culture results were not shared, the reported event of a positive culture could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, growth was observed; however, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.